Event description:
During an interventional procedure in the ostium of an unk target lesion, the balloon burst at an unk pressure. The balloon was inflated via a hand-held syringe. The product was removed from the patient and the procedure was successfully finished with another balloon. There was no report of patient injury. As per the reporting affiliate, no additional procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.